Event description:
Boston scientific received information that device and associated lead displayed pacing impedance measurements of greater than 2000 ohms. The health care professional (hcp) also discussed device programming in relation to interaction with device features. There were no adverse patient effects reported. The system will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.